Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07154 it was reported that the patients ipg was causing pain at the pocket site and the system was providing ineffective therapy. Surgical intervention was undertaken on 13 october 2023, where the system was explanted and replaced. Therapy was restored post-op.